Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the seal cap assembly burst and they lost pressure. Prior to this they had trouble inserting the flr. Another device was used to complete the procedure. There was no adverse consequence to the patient.